Event description:
In 2005, the lay reporter contacted lifescan alleging that the lay patient's one touch ultra meter was reading inaccurately high. The patient obtained results of 423, 367, and 355 mg/dl on the reported meter compared to a laboratory result of 319, 310, and 310 mg/dl respectively, within 10 minutes of each other. The patient received no medical attention. The customer service agent (csa) walked the patient through 2 consecutive control solution tests; both results fell outside of the specified control solution range. The test strips, and control solution were replaced.